Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A patient¿s ipg was unable to communicate with external devices after patient was exposed to radio-frequency waves was reported to abbott. Troubleshooting was unable to resolve the issue. A review of documentation supplied with the implant states that certain electrical equipment may generate sufficient emi to interfere with the operation of the neurostimulation system if approached too closely. Based on the information received, the cause of the reported incident is consistent with electromagnetic interference (emi).

Manufacturer narrative:
The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s stated procedures.

Event description:
Additional information received identified that effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that ipg was unable to communicate with external devices after patient was exposed to radio-frequency waves. Troubleshooting was unable to resolve the issue.